Event description:
During meniscal repair the suture was cut after deploying t1. The surgeon left t1 and a piece of the suture in the meniscus. Additional fast-fix units were used to complete the surgery. It was reported that no patient injury or complications resulted.